Event description:
Treatment of an ica aneurysm. It was reported after the pipeline was deployed, the distal section was not fully opened. After several catheter and pushwire manipulations, the pipeline started to open and the physician was able to retrieved the pushwire. Final angiographic showed adequate flow with part of the pipeline not opening. No complications were reported with the pt as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).